Event description:
The facility reported a colleague infusion pump with failure code 37:419. According to the facility, this event occurred upon power up. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 37:419 was confirmed and reproduced during product evaluation by baxter service personnel. The sample evaluation found several components that caused the reported condition. The user interface module-printed circuit board, software, and the user interface/pump head module signal and power harness were all defective and replaced to correct this condition. A service history review revealed that this device was previously serviced seven times but not for the for the reported condition of failure code 37:419. During previous services, the user interface module printed circuit board was replaced. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.